Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the customer was in emergency room due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018 at 13.30 am with blood glucose value was over 600 mg/dl. The customer blood glucose level was 600 mg/dl at the time of incidence and the current blood glucose level was 103 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as vomiting, headache and low blood pressure. Customer reported that they did not allege pump was under delivering. Customer stated auto mode feature was not active. The device will not be returned for analysis.